Manufacturer narrative:
Results: the embolization coil was detached from the ruby coil pusher assembly and had the proximal constraint sphere intact. The outer diameters (ods) of the embolization coil and proximal constraint sphere were measured and found to be within specification. Conclusions: evaluation of the returned devices revealed the non-penumbra microcatheter was bent in multiple locations throughout its length. This damage likely contributed to the ruby coil becoming stuck inside the microcatheter, and may have caused resistance upon attempting to withdraw the ruby coil. Further evaluation revealed the ruby coil embolization coil was detached from the pusher assembly and had the proximal constraint sphere intact. The ods of the embolization coil and the proximal constraint sphere were measured and found to be within specification. Since the ruby coil pusher assembly was not returned for evaluation, the root cause of the detachment of the embolization coil could not be determined. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, a ruby coil became stuck inside another manufacturer's microcatheter. Therefore, both the ruby coil and microcatheter were removed from the patient. The physician then decided to stop treatment so that they could bring the patient back under anesthesia. There was no report of an adverse effect to the patient.